Manufacturer narrative:
The technician found both casters and the brake mechanism were worn. He replaced the brake and brake/steer casters and the brake mechanism assembly to repair the bed.

Event description:
Info received indicates the brake caster is not holding and continues to ratchet when in brake.